Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 720 mg/dl, which was treated with manual injections. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did go to see healthcare professional. Customer had symptoms of high blood glucose; customer had chest tightness and nausea. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Troubleshooting could not continue as customer did not have tubing clamp for high pressure test. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer called back two days later with tubing clamp and insulin pump passed high pressure test.